Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the meter was not returned with the pump. The black box showed on (B)(6) 2014 at 06:02 an unexplained pump reboot event; deliveries resumed when pump was primed at (B)(6) 2014 17:25. The battery compartment was cracked between bumper pad and cover. The returned battery cap was able to attach to the pump and was used to exercise the pump for 24hr duration test; no pump reboots were duplicated. The total daily doses add up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required range. The pump cover was removed and there was no evidence of internal moisture or damage found. Unrelated to the original complaint, the display screen had a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 600 mg/dl with extreme drowsiness, blurred vision, and confusion associated with an intermittent power issue. It was reported that the pump had experienced intermittent power without user intervention and that the battery cap could not be removed from the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to a power issue and damage to the pump.